Event description:
(B)(4). Initial information and additional information was reported by a nurse to a sales rep on 18-feb-2009 and on 23-feb-2009: a consumer of undisclosed age and gender received injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] three years ago and continues to experience bruises (dose, indication and onset dates unk). Medical history and concomitant medications were not provided. No further relevant information reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk), from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.